Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, liberty cycler set and the adverse event of peritonitis, which warranted hospitalization and antibiotic therapy. Per the pdrn the etiology of peritonitis is unknown; therefore, causality cannot be concluded. Based on the information available, the liberty select cycler and liberty cycler set cannot be disassociated, as neither the device nor product was returned to the manufacturer for investigation or evaluation. It is however well established those individuals undergoing pd therapy are at high risk for infections of the peritoneum.

Event description:
It was reported that a patient on continuous cyclic peritoneal dialysis (ccpd) for renal replacement therapy (rrt) was hospitalized for peritonitis. During follow-up, the patient¿s peritoneal dialysis registered nurse (pdrn) confirmed the patient was hospitalized for peritonitis for six days. The pdrn was unaware of the organism cultured or any laboratory values, but confirmed the patient was receiving a 21-day course of intraperitoneal antibiotics (drug, dosage and frequency not provided) as treatment. The pdrn stated the cause of the peritonitis is unknown. Additional information was requested, however not provided.

Manufacturer narrative:
Additional information: event description.

Event description:
Additional information was received. The patient had transitioned to fresenius products prior to the peritonitis episode. The nature and degree of patient training as well as patient understanding and adherence to procedure is unknown. A culture test was performed, which confirmed staphylococcus aureus.

Manufacturer narrative:
Clinical review: a temporal relationship exists between pd therapy utilizing the liberty select cycler/liberty cycler set and the patient¿s peritonitis event. However, currently there is no objective evidence that a liberty select cycler/ liberty cycler set product issue caused or contributed to the event. The exact cause of the patient¿s peritonitis cannot be determined with the information currently available. Peritonitis is a well-known potential complication in pd patients. The leading cause of peritonitis continues to be poor aseptic technique at the time of the pd exchange. The patient¿s pd effluent grew staphylococcus aureus which is an organism commonly found on human skin. Therefore, it is possible a breach in sterile technique occurred during the pd exchange. The patient was relatively new to using fresenius products for pd therapy. The nature and degree of patient training on fresenius products as well as patient proficiency with the new procedure is unknown. According to the international society of peritoneal dialysis (ispd) guidelines, patient training and education is a critical component in prevention of pd-related peritonitis as well as re-training especially following a change to another supplier or a different type of connection.